Event description:
Patient was revised due to poly wear of the liner.

Manufacturer narrative:
Visual examination of the returned device confirms wear of the poly material. There is nothing however unusual or excessive about the wear noted for the approximately 14 years of implantation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since may of 2001. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.